Event description:
The customer from greece reported that her blood glucose readings were not being stored in the memory of the contour next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next gen meter with serial # (B)(6) for evaluation. The ascensia customer service tested the returned meter with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. Further testing will be performed at ascensia quality laboratory. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided.

Manufacturer narrative:
An in-house testing was performed with the returned contour next gen meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.